Manufacturer narrative:
The initial reporter's facility name is institution dr (B)(6). Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was to be implanted to treat esophageal stenosis during a stent placement procedure performed on (B)(6) 2024. During the procedure, upon deploying the stent, it was noted that there was no mesh inside the delivery catheter. Subsequently, there was no prosthesis after the release process. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: the initial reporter's facility name is instituto dr (B)(6). The initial reporter's address is (B)(6). Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Block h11: a wallflex esophageal delivery system was received for analysis; the stent was not returned. Visual inspection found that the outer clear and blue sheaths were kinked. Media inspection was performed on the photos provided and no problems were noted. No other problems were noted with the delivery system. Product analysis did not confirm the reported event of stent premature deployment. The observed events of outer clear sheath and outer blue sheath kinked were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). There is no indication on the reported event of stent premature deployment because the stent was not received, and this event occurred during the procedure and is not possible to replicate in the laboratory of analysis. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was to be implanted to treat esophageal stenosis during a stent placement procedure performed on (B)(6) 2024. During the procedure, upon deploying the stent, it was noted that there was no mesh inside the delivery catheter. Subsequently, there was no prosthesis after the release process. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.